Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient was seen in the clinic on (B)(6) 2018 and the pain level was still rated as high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the "severe", "excruciating back, mid back, and neck pain" was unlikely related to the device or therapy and was not related to the implant procedure. The specific etiology was unknown at this time. Further information was received from the healthcare professional of the clinical study. A clinical diagnosis of shocking at the lead insertion site, spasms of the neck and throat, and pain in the buttock at the generator site was reported. Two attempts were made to contact the patient via the phone numbers listed on file. None of the listed phone numbers were answered and were discontinued. There were no future appointments. The events were ongoing. The shocking at the lead insertion site and spasms of the neck and throat was possibly related to the device or therapy and was not related to the implant procedure or programming. The pain in the buttock at the generator site was possibly related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with a lack of pain relief when using the stimulator. In a letter dated (B)(6), the patient with spinal pain stated the stimulator was not relieving her "severe", "excruciating back, mid back, and neck pain". The patient also complained of spasms in the neck and throat with choking and difficulty swallowing. In addition, the patient stated there was a burning pain in the buttock area where the generator was inserted and shocking pain "on the sides" where the leads were placed. The patient asked the system be removed if it was not going to help the severe pain she was having. There was no appointment but the letter was forwarded to her pain management physician. There was no action taken and the event was ongoing. The event was unlikely related to the device or therapy and possibly related to the implant procedure. The etiology was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the ins was reprogrammed on (B)(6) 2018 and new programs were created. The device manufacturer noted that on (B)(4) 2018 there were no problems with the ins or leads. The patient was re-educated regarding use of ins. Etiology was related to the programming. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the therapy was suspended on (B)(6) 2018 and the outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.